Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event - correction - remove check-mark for required intervention to prevent permanent impairment/damage (devices) due to incorrect entry.

Event description:
Subsequent to the initial MDR, a correction is required. B2 project

Manufacturer narrative:
(B)(4).

Event description:
Parent reported inaccurate cgm values.